Manufacturer narrative:
(B)(4). One 8.5f agilis nxt introducer was received for evaluation. Microscopic examination of the proximal seal through the cap of the sheath hub revealed no damage. No leaks were observed during functional testing. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported air embolism remains unknown. Per the instructions for use (IFU), air embolism is a potential risk with the use of this device.

Event description:
During an atrial fibrillation procedure using an agilis nxt introducer, air emboli occurred. During the procedure, ECG st segment depression was noted during ablation and while removing the introducer. A coronary angiogram was performed with air visualized in the left coronary artery. The patient was asymptomatic and intervention was not required. The ECG normalized and the procedure was completed. The patient was observed in the hospital for 24 hours without side effects noted and discharged without any symptoms.